Event description:
A customer reported that the footswitch was not working prior to surgical procedures. There was no patient involvement. Additional information has been requested

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The original footswitch was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2012. Based on qa assessment, the product met specifications at the time of release. A footswitch was received for evaluation. A visual assessment of the returned sample showed no visual nonconformity. The footswitch was connected to a calibrated system. The sample was then tested. In addition, the footswitch was tested. The footswitch was found to meet specifications. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).